Event description:
Customer reported via phone, she disconnected form the insulin pump because it kept alarming no delivery last night every 30 minutes. Customer removed the sited and noticed there was blood in the cannula. Customer's blood glucose was 295 mg/dl, treated with manual injection. Troubleshooting was not possible as customer disconnected form the insulin pump and discarded the reservoir and infusion set. Alarm didn't occur during manual prime. Customer requested the reservoir to be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.